Event description:
Information was received indicating that a smiths medical portex bivona flextend tracheostomy tube was torn where the flange connects to the tube part. Subsequently, a trach tube change out was performed. There were no further reported adverse effects.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed problem source is unknown . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.